Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/pelvic floor therapy and urinary dysfunction/sacral nerve stim. The reason for call was they were trying to connect to their implant to increase therapy, but the communicator was not connecting to the implant. Patient said they had not used the device in a couple of months and they tried to connect maybe a month ago, but it wasn't connecting. Patient stated they already tried troubleshooting with a manufacturing representative (rep) prior to calling, which was unsuccessful. Agent asked if patient had any recent trauma to implant site and patient said no. While on the call, agent suggested patient restart both external devices, which was unsuccessful. Patient confirmed seeing 'device is not responding' message on the handset. The issue was not resolved. An email was sent to the repair department to replace the communicator. Agent reviewed with caller that if communicator does not resolve the issue, they should follow-up with managing hcp to have ins assessed. Additional information was received from the patient and the manufacturer representative (rep). Patient called back to obtain tracki ng information on replacement communicator. Agent provided info and confirmed it's out for delivery today. On (B)(6) 2024, the rep called and indicated that the patient could not communicate with the ins. The caller indicated that the patient wanted to have the ins replaced but needed to have a knee replacement and knee MRI before replacement. Technical services reviewed MRI information with the caller.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.